Event description:
Reporter is noticing what appears to be a problem with the angiojet system. Reporter is noticing an occurrence of pulmonary emboli and a significant number of pts experiencing strokes during procedures using this device. Reporter suspects a relationship between device and the occurrences mentioned above. Reporter feels that there may be a potential for harm with use of this device. Other factors may be involved: technique, device issues, pre existing conditions etc. Contributing to these events. Reporter would like this matter investigated further.